Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka).

Event description:
It was reported that the pump would not allow customer to progress past the load fill tubing process. Reportedly, customer refilled cartridge to attempt to resolve the issue. Tandem technical support educated customer that this was off-label. There was no reported impact to customer's blood glucose. No additional patient or event information available as customer ending call abruptly.